Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. The ICD was retained at the facility to perform culture. The patient's status following the procedure was stable. The patient remained hospitalized to receive antibiotics to treat the infection. A new system will be implanted once the infection clears. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.